Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximate two (2) months postoperatively with an issue with the iris, characterized as iris paraphimosis- incarceration of the iris which was associated with iris touch and stent obstruction. Any omitted information was not available through follow-up.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Stent obstruction and iris touch are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4)

Event description:
The following additional information was received. Reportedly, during a twelve (12) month postoperative examination, stent obstruction was observed, requiring laser iris coagulopathy. The report noted the stent was evaluated as effective at twelve (12) months postop.